Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced hrsv unit for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. This complaint is being reported based on the following conclusion: the customer converted to using the second surgeon side console (ssc) after the start of the procedure due to a vision issue with the initial ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon noticed a black eye on surgeon side consoles (ssc) with serial# (B)(4). Prior to contacting intuitive surgical inc. (Isi) technical support engineer (tse) the operating room team power cycled the system, however, issue persisted. The surgeon decided to move the second ssc and proceed with the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) associated with this complaint and completed investigations. Failure analysis investigations could not be replicate nor confirm the customer reported complaint of a black right eye on the surgeon side console. When the hrsv was installed in the pca system, the system started up without any errors. Ten power cycles were performed with the hrsv and no issues occurred. During visual inspection, the hrsv was found to be in good condition. Failure analysis noted that this is an intermittent issue.

Event description:
Refer to h10/h11 for follow-up information.